Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured in a vertical shape near the middle part upon first inflation at 4 atmospheres for 5 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A microscopic examination identified a pinhole in the balloon material. The pinhole was located in the proximal transition zone in the balloon. No issues were noted with the actual device which could potentially have contributed to the pinhole. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damages. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured in a vertical shape near the middle part upon first inflation at 4 atmospheres for 5 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.